Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC dislodged by 34cm. Start date: (B)(6) 2021; end date: (B)(6) 2021. Mild severity and related to the device (catheter) and unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: recovered, no sequalae. Action taken: device removed.